Manufacturer narrative:
As part of our investigation, an olympus regional solution manager responded to the customers inquiry via telephone and discussed the use of the damaged and leaking scope on a patient. The customer reported that the scope in question was found to have a leak at the distal end, but was not taped off or marked as damaged by the facilitys technician on duty. That scope was then reprocessed in the facilitys automatic endoscope reprocessor (aer) and hung back in the cabinet before being pulled and used on a separate patient. After this second use, the scope was ultimately tagged as damaged and set aside after cleaning to be sent out for repair. On may 27, 2021, the technical support representative contacted the customer to obtain additional details regarding the reported event. In addition, the olympus regional solution manager provided the facilitys disinfectant program coordinator with information on how to reprocessing a leaking endoscope, by using electrical tape to assist in stopping a leak and to mark the scope as damaged. The disinfectant coordinator also indicated that the facility will be reviewing their own internal process to ensure this event doesn't reoccur. A copy of this service request was also provided via email to the disinfectant coordinator. The scope was returned to the service center for evaluation. A leak was noted the scopes bending section rubber due to a hole/cut. The bending section glue was found cracked. The scopes insulation cover was found damaged and the plastic cover was found chipped. The objective lens was noted to be chipped at the edge. The camera switch #1 was found cut and there cuts and scratches noted on the scopes insertion tube. Angulation of the scope was found to be low with play on the control knob. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed a scope failed the leakage test and was reprocessed and used on a patient. There was no patient infection reported. This report is to capture the incorrectly reprocessed device used on a patient. Complaint with patient identifier (B)(6) captured the failed leak test.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the staff at the user facility were insufficiently trained on device handling in accordance with the instruction for use, and handling device when a device has abnormality. The IFU states to send a device with abnormality to olympus, without using the device: "the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected. If the irregularity is still suspected after inspection, contact olympus." Olympus will continue to monitor field performance for this device.